Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified amount of time. A root cause could not be determined. Reportedly, the pump and transmitter regained connection. Reportedly, due to the loss of connection, the pump did not suspend insulin delivery which decreased the customer's blood glucose (bg) to 50 mg/dl. The customer suspended insulin delivery and consumed carbohydrates to treat bg.